Event description:
In 2003, this patient underwent endovascular repair using gore excluder bifurcated endoprostheses. Images were sent to gore to evaluate the possibility of endoleak and aneurysm enlargement. The physician is currently monitoring the patient. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Please see attached list of additional device implanted in this patient. Pct281216/021400505.